Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the solenoid on drawer 3.1 became brown from heat and plunger unable to move. A field service engineer replaced the solenoid and drawer controller board to resolve and confirmed that there was no other indications of heat, thermal damage, or electrical damage. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system produced a burning smell after replacing the circuit boards. During device investigation, a field service engineer found that the thermal damage was limited to solenoid, specifically the plastic wrapping around the wound wire partially burned. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, h2, h4, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 10-jun-2022 to 09-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer had failed. A field service engineer found that the solenoid on drawer 3.1 became brown from heat and plunger unable to move. Replaced the solenoid and drawer controller board to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis medstation es system produced a burning smell after replacing the circuit boards. During device investigation, a field service engineer found that the thermal damage was limited to solenoid, specifically the plastic wrapping around the wound wire partially burned. There were no adverse events or injuries reported based on this event.